Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type software. Product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump for spinal pain. It was reported that last night they received a code '0x3886868a' on their handset and was instructed to call medtronic immediately, so they are calling now. Patient stated last night, they cleared the code and was able to connect to their pump and request/receive a bolus. While on call, the patient mentioned they were getting a code that says 'recharge, start over, every day. I get a bolus, so I reset it and it did work, it just kept taking time,' and stated 'the blue light (on communicator) just keeps flashing, so I lay that on top of the (handset) screen and it would clear up and stop flashing so I'm expected any day it (equipment) will lay out on me.¿ agent understood this other code to be 338, which had been previously documented multiple times (see pe 7072132340 regarding 338). While on the call, the agent assisted patient in connecting to the pump. The patient reported briefly seeing 'no pump found,' but stated that was due to them setting the communicator down to resituate themselves. It was reported 'sometimes the last 10% is a little slow getting there,' and mentioned 'it's getting suck at 90%,' then stated '91%,' then stated '97%,' but there was no delay and patient confirmed they were able to successfully request/receive a bolus. When the agent inquired about the event date of connecting to pump difficulties, patient stated, 'it's slower but it's not bad,' and stated they can get the communicator bluetooth light to stop flashing if they hold it over the handset,' and did not provide further information. It was noted when they opened the myptm app first and then turn on the communicator and hold it over the handset. The patient confirmed the communicator charges to green. It was reported 'a couple times' they saw a message that the battery was too low to use the device but stated it doesn't take long to charge enough to be able to use it. Agent did not attempt to clarify if this was the handset or communicator. Agent reviewed equipment general use and patient agreed to monitor and call back for assistance as needed. The patient agreed to monitor and all back for assistance if needed. Additional information was provided from a consumer stated that even after resetting the device, the issue continues.